Event description:
It was reported that (1) device was used during a varix procedure. It was reported by the affiliate that the msm20 clips would not deliver (feed). Another device was used to complete the case. There was no consequence to the patient.